Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the tip of the dilator was damaged during the physician's attempt to advance it over the wire guide. As a result, another device (unknown lot number) of the same kind was used to complete the procedure. It was further noted that there was a crack in the tip of the dilator, and a piece of the dilator tip was missing. The complainant reported that the missing tip was not in the patient's body. Additionally, the product problem did not result in any reported serious injuries to the patient.